Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker exhibited backup vvi operation after usage with merlin-on-demand. The patient then presented to the emergency room for a device check. It was noted that the patient was dependent on the pacemaker but did not report any issues. A device software was then reloaded and normal function was successfully restored. There were no adverse consequences to the patient.